Event description:
Pt had a transeptal puncture and a left atrium mapping with the carto. After that, the sheath was retired inside the right atrium and physician started to map the right atrium. After 25 points, pt had a cardiac tamponade during the carto mapping procedure (transeptal sheath inside the heart). No rf erogation.